Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was unknown. The customer stated that power loss alarm occurs if the battery is out of the pump for > 10 mins. The customer was unable to clear the alarm and customer did not receive request to rewind pump. The insulin pump will not be returned for analysis.